Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd arming button would not stay down (unable to arm knife). There was no consequence to the pt.